Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece. X-ray inspection of the lead found damaged inner coil at the connector region consistent with procedural damage. Unable to test the guidewire insertion due to the damaged inner coil. The cause of the reported event was due to damaged inner coil consistent with procedural damage. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the guidewire could not be advanced through the left ventricular (lv) lead. The physician elected to removed and replace the lv lead to complete the procedure. The patient was in stable condition throughout.